Manufacturer narrative:
Results: bd (B)(4) did not received any sample or photo from the customer facility for investigation. 200 retention samples of lot# 17c2572 had been visually inspected. All samples found in good condition with no foreign matter in syringe. The complaint history for the lot# 17c2572 was reviewed and no complaint was recorded for the reported defect of foreign matter. DHR was reviewed for the product. The reported lot was found within the specification limit. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Initial reporter's phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was visible foreign substance found in a bd emerald¿ 10ml luer slip syringe with 23g x 1 in. Needle prior to use. There was no report of injury or medical intervention.